Manufacturer narrative:
Philips investigated the complaint and determined that the system was unable to boot. A philips remote service engineer (rse) performed a remote inspection and found that geo was not loading during startup. As this was an intermittent issue, the rse issued an onsite work order. However, no service was carried out because the customer did not accept the service quotation. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry was unable to boot, preventing a full boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.